Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow into the syringe of a novum iq syringe pump from a different line that was being delivered to the patient. The syringe in the pump was delivering a precedex infusion. The nurse indicated that no alarm sounded on the pump for the backflow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.